Event description:
Facility has found that this anesthesia monitor does not accurately measure blood pressures in these very small infants,(500 gms). Rptr states, MFR stated that they were aware there was a problem that occurred in infants under 5 kgs (about 11 pounds) whenever their heart rates were above 180 (this is very common in these small babies.)